Event description:
It was reported that catheter issue occurred. An opticross 6 hd catheter was selected for ultrasound examination of the target lesion. During preparation, the device displayed no image and was found to be contaminated. The procedure was completed using the original method, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.